Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power events were confirmed via submitted log files. The log files revealed while connected to the power module, on (B)(6) 2025, 11:18:01 - 11:18:08, 11:22:12 - 11:24:30, and 17:16:01 - 17:16:55 no external power, low power hazard, low power advisory, and power cable disconnect alarms are active. The alarms are associated with drops in both relative state of charge (rsoc) and bus voltages. During these interruptions, the backup battery functioned as intended and supported the pump without interruption. These alarms did not affect pump function. The power module (serial unknown) was not returned for testing. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event could not be conclusively determined through this investigation. Device history records could not be reviewed due to the serial number of the power module being unavailable. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced multiple no external power alarms. A lot of debris was noted on the patient¿s connections which were cleaned. Following review, log files captured three separate power losses to the power module on (B)(6) 2025. The system continued to operate at the set speed and was supported by the controller¿s backup battery until external power was restored. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment appeared to have operated as intended. Per the site, the patient had not experienced further alarms since cleaning the connections and replacing the power module.